Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a hyperglycemia event where the system did not alert the patient due to possible sensor inaccuracies. The event happened on (B)(6) 2025 and the patient did not remember the exact time of the event. The patient mentioned that blood glucose (bg) value was 270 mg/dl and sensor glucose (sg) value was around 100 mg/dl. The patient was able to self resolve the event by administering insulin.

Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. Based on the investigation analysis, the reported hyperglycemia event could not be confirmed as no specific time was shared and no bg entry of 270 mg/dl was found in dms. Ahe data review revealed transient optical instability around the reported time frame. The observed transient optical instability potentially contributed to the inaccuracies related issues. The system was monitored for few days and the system eventually stabilized. Review of 2 weeks' worth data post feedback was analyzed, and the system was working within expectations with good agreement between bg entries and sg readings. No further investigation was found necessary for this complaint. B4. Date of this report 22 august 2025. G3. Date received by the manufacturer? 22 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.